Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and received: how many times had the pse60a been used? One, the product was new. Demographic data of the patient (initials beginning with last name, age, gender) female. What is the current status of the patient? (For example: discharged without consequences arising from the problem with the device, in recovery from surgery, continues to be hospitalized due to¿ etc.) The patient is good and discharged. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? With another cartridge. How much blood was lost (ml)? Do not know. Did the patient require a transfusion? No. How was the tissue tearing repaired? The doctor used another cartridge. Did the device cut the tissue? Yes it did, but didn´t staple. If so, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) There wasn't any post-operative consequence.

Event description:
It was reported that on the last shot with power echelon and using a gold cartridge, when making the shot, the tissue moved and the cartridge did not staple well, which causes tearing and bleeding when not making a good staple. The patient did not suffer any complications from this failure. The reload was replaced, it was stapling and the procedure continued safely.